Event description:
During a lap radical prostate procedure that 2 hours into the procedure, the machine started alarming - turned it off and on and pressed to self test -stage went on and on and eventually error toned. Silver hand piece lead was changed but still did not work - the blade then broke off and it was not touched against any metal. Placed second shear on - this also failed to work.